Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a incisional hernia. It was reported that after implant, the patient experienced seroma, staph aureus, hernia recurrence, infection, fluid collection, sinus tract discharging pus, inflammation, abscess, scarring, tenderness, erythematous, swelling, necrosis, pain, lump, discomfort, induration, foreign body reaction, chronic wound infection, abdominal pain, dyspepsia, anorexia, adhesions, chronic discharging abdominal wall sinus, fibrotic reaction around sinus, nausea, vomiting, diarrhea, vomiting fresh blood, fibrous tissue, purulent material around stitch granuloma, yellow serous fluid, uti, bladder fistula, fungal infection, severe pain with walking, skin irritation, thrush, small bowel obstruction, agitation, physical aggression, delirium, hallucinations, & incontinence. Post-operative patient treatment included CT scan, hernia repair with multiple meshes, multiple hospitalizations, excision of necrotic skin, drainage of seroma, antibiotics, multiple incision & drainage of abscesses, use of drain, exploration of stich sinus, wound care, mesh revision, excision of stich sinus, MRI, closure of laparotomy wound and incorporated mesh, wound incised & pus drained, excision of suture, aspiration of fluctuant area which contained pus, IV antibiotics, wound vac therapy, pain medication, IV fluids, excess skin & fibrous tissue debrided, yellow serous fluid aspirated, exploration of abdominal wall sinus & debridement, mesh removal, repair of bladder fistula, abdominal wall reconstruction, ultrasound guided drainage of seroma, antifungal medication, seroma wall excised, use of indwelling drains, & primary repair of incisional hernia.

Manufacturer narrative:
H6 ime e2402: sinus tract, induration, dyspepsia, anorexia, physical aggression. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.